Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from samples taken from the device. After the additional testing, oekg evaluated the subject device and confirmed a defective pixel in the endoscopic image, and a sign of moisture behind the light guide lens. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified bacteria. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.